Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. MDR 2183870-215-00191 was reported in (B)(6) for the turbohawk. The event was not related to the spiderfx. (B)(4).

Event description:
This clinical procedure was performed in (B)(6). The index procedure was performed (B)(6) 2015. The subject was fine and discharged. At the 30 day follow-up the physician confirmed good blood flow. At the 180 day follow up (B)(6) 2015 the patient presented with claudication. Abi was measured on both right side and side lower limbs. Right abi was unmeasurable and the left side was 0.96. Ultrasound examination suggested a suspicion of almost vessel occlusion from the right superficial femoral artery (target lesion-1) to the popliteal artery (target lesion-2). Patient hospitalized in the clinical site for the target lesion revascularization (tlr) on (B)(6) 2015. The physician was planning to perform tlr for the right popliteal artery. Angioplasty and stent deployment at the lesion of 2nd re-stenosis was performed and successfully completed on (B)(6) 2015. The patient was discharged on (B)(6) 2015. Reference MDR 2183870-2015-00191 for the turbohawk used in this procedure.